Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the unexpectedly stopped responding and displayed the blue screen. A technical support specialist re-imaged the station but failed to synchronization. A technical support specialist performed full synchronization for second time but station was disconnected. A technical support specialist worked with field service engineer onsite, updated network speed from auto to 100/half and synchronization completed without issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia es system unexpectedly stopped responding and displayed the blue screen. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.